Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a revision of their closed loop stimulator (cls). The patient reported that the device placement was on their belt line and caused some discomfort. The cls revision was completed.